Manufacturer narrative:
This report is submitted on september 28, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.